Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, a normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The pump was suspended and a bolus was attempted; pump displayed ¿no delivery pump is suspended¿. The pump was unsuspended and a bolus was performed successfully. The pump did not self suspend during testing. All the keypad buttons responded to presses appropriately. The keypad cover was removed and no damage was found to button contacts. The complaint could not be duplicated during testing. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The patient stated that after resuming the pump the pump went into suspend at random after attempting a bolus. The basal history showed no recorded of suspending however the patient stated that the pump must be suspended and then resumed before a bolus can be delivered and then pump functions as normal. The patient denied any tactile issues with the keypad buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.